Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not allow to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis system was not allowing login. A technical support specialist confirmed customer informed that the nurses could not login to the station. Customer had rebooted the station, but issue persists. Customer had her unplug the data cable going to the helmer and the station came up. The system functioned as intended after the technical support specialist repaired the device.